Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 205-356 mg/dl and alternate therapy was used to address the bg level. During a follow-up, the customer's clinical diabetes specialist (cds) reported that additional training was provided to the customer in order to address the occlusion alarms.